Event description:
Surgeon revised patient's duracon cs tibial insert due to infection in right knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. As per the sales reps' initial submission, no additional information, medical records, op reports, x-rays, etc. Will be made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.